Manufacturer narrative:
(B)(4). The insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. Power graph analysis confirmed low battery alarms and an abnormal loaded voltage (loaded vlith) at the power management graph due to connector resistance at j6/pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. Pump was received with scratched case, broken battery tube threads, pillowing keypad overlay, and minor scratched lcd window.

Event description:
The customer reported via phone call that their insulin pump had received replace battery now alarm and was damaged. The customer¿s blood glucose was unknown at the time of the incident. The customer did not receive a low battery alert prior to the replace battery now alarm. New battery did not resolve the issue. The customer also states the piece missing from the pump casing. The insulin pump will be returned for analysis.